Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient was reported to have a slight temperature of 37.1 degrees c. On (B)(6) 2017, it was reported that the patient was still in the hospital after his peg/j placement. The patient had experienced elevated body temperature and elevated c-reactive protein (crp) levels for a few days and was treated with unknown antibiotics and intravenous pain medication. A suspicion of a swallowing pneumonia was assumed which was abandoned and a new working hypothesis was a pulmonary embolism.